Event description:
Medwatch (B)(4) was received by olympus stating that during colonoscopy using this evis exera iii colonovideoscope, the patient had colon perforation. There have been no defects or issues identified with the device, as reported. There were no reports of further patient or user harm associated with this event. Two perforations were mentioned in the mw event description, which are captured in patient identifiers: (B)(6) with (B)(4). (B)(6) with (B)(4). The user facility's medwatch was sent to FDA on december xx, 2022.

Event description:
Olympus further received information that the procedure was both diagnostic and therapeutic colonoscopy. There was no delay in the procedure. The procedure was completed with the same device. The device, as reported, was inspected before use. Probable rectal perforation was reported. The issue was found after the procedure. There was no medical intervention required as a result of the reported problem. The current patient status is expired. There were no reports on the cause of patient's death. Additional information was requested but unsuccessful. The subject device will be sent to olympus, as reported, but has not yet been received.